Manufacturer narrative:
Investigation details: the customer stated that while refilling the saline/di container on the ortho vision ID-mts, the operator noticed the smell of 70% alcohol upon opening the container. The customer suspects that 70% alcohol had been left on the analyzer from their weekly maintenance activities performed on 16oct2024. Upon discovery, on (B)(6) 2024, the customer cleaned the container, refilled with di water, and performed daily maintenance. Gtsc informed the customer that di water is used on the ortho vision ID-mts analyzer when performing maintenance, during shutdown and when the analyzer comes out of an idle state to pre-flush the lines prior to the saline flush. Di water is not used directly during testing. The customer stated no erroneous results were reported. No further investigation was performed on these incidents. The assignable cause is user error, associated with the operator accidently utilizing 70% alcohol in place of deionized water. There was no evidence of any systematic failure of the ortho clinical diagnostics analyzer to perform as intended. No general failure of the ortho vision analyzer has been identified. No further complaints of this type have been received from the customer site since the time of the reported events.

Event description:
Cms (B)(4), windchill ra608034 complaint description: on 22oct2024, a customer contacted global technical solutions center (gtsc) to report that the operator used of 70% alcohol in place of deionized (di) water when refilling the container and the ortho vision ID-mts analyzer (serial number (B)(6)) did not produce a system error. Complainant: (B)(6); (B)(6) hospital ((B)(6)); (B)(6), canada l6a 423 date of events: 16oct2024 at approximately 09:21am through 21oct2024, reported 22oct2024. Ortho vision mts analyzer (B)(6), installed: 19may2022 software version: 5.15.0 system fluids: expected - deionized (di) water actual - 70% alcohol the customer reported that no erroneous quality control (qc) or patient results were obtained between (B)(6) 2024. The customer stated that no biased results were reported to a physician. The customer reported that no patient was harmed as a consequence of the reported events.